Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly noted. Insulin pump passed displacement test, self test and no unexpected restart alarm noted. Insulin pump received with moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, time clock anomaly and unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that they received unexpected restart alarm and buttons were not responding. It was reported that the screen was under water. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.